Event description:
It was reported that the patient previously experienced an infection. The artificial urinary sphincter device was removed in 2018. The device was replaced on (B)(6) 2019. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.